Event description:
The customer reported that the system would not come out of sleep mode, locked up. This caused an intermittent, recoverable loss of imaging functionality. There is no report injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.